Event description:
This 81 yr-old female pt underwent laparoscopic lysis of adhesions, cholecectomy and proctectomy. The pt was on steroids. Two electrocautery pads were placed, one on each anterior thigh. At the end of the surgery, the electrocautery grounding plates were slowly removed. The pt experienced full thickness skin avulsion on the right thigh as the plate was being removed. The skin was able to be removed from the pad and successfully grafted back onto the pt.